Manufacturer narrative:
PMA/510(k) # k163018. Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. (Confirmation received from qe on 17-dec-2024 that this complaint file can be cancelled. As per IFU 0040 which accompanies these devices, instructions related to ¿multiple stent placement¿ are provided within the instructions for use, therefore there is no use error.) FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report as the complaint no longer meets the description of a reportable incident. (Confirmation received from qe on 17-dec-2024 that this complaint file can be cancelled. As per IFU 0040 which accompanies these devices, instructions related to ¿multiple stent placement¿ are provided within the instructions for use, therefore there is no use error.) FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
On (B)(6) 2014 the patient was treated for biliary obstruction due to cholangiocarcinoma with placement of two zib6- ? -10.0-80s placed side-by-side in the common bile duct. No adverse events related to the procedure. Stent placed side-by-side with another stent of same lot #. Patient received chemotherapy on (B)(6) 2014. Re-current biliary obstructions (B)(6) 2014. Due to sludge. Patient presented with abdominal pain and itching. Intervention performed 68 days post procedure. Treatment endoscopic intervention cleaning of prostethis and antibiotheraphy. The site determined the event to not be related to the study device or procedure, related to progression of cancer. (B)(4) re-current biliary obstructions: (B)(6) 2014. 82 days post procedure. Due to tissue or tumor ingrowth. Patient presented with abdominal pain and itching. (B)(4) treatment endoscopic placement of 2 new intra-prosthetic metal prostheses, right and left and antibiotheraphy. (B)(4). Re-current biliary obstructions: on (B)(6) 2014. Due to tissue or tumor ingrowth. Treatment endoscopic intervention hepaticogastric drainage and antibiotheraphy. (B)(4). Sepsis (biliary): on (B)(6) 2014. 251 days post procedure. No treatment. This file will capture the use error of placement of 2 new intra-prosthetic metal prostheses, right and left. All three reinterventions for recurrent biliary obstruction were noted to be successful. On (B)(6) 2014, the patient died. The cause of death was primary disease progression and severe sepsis. As per clinical input received on (B)(6) 2024 the patient death involved with this case was due to primary disease progression and severe sepsis and not related to the device usage. Dash sphincterotome used.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.